Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left hand shunt vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was used for dilatation after crossing through the lesion. During the procedure, on the third inflation at nominal pressure of 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was stopped, and the sheath was removed. After removing the device, there were no blade damages observed but a pinhole rupture was visible. The procedure was completed with a different device. No complications reported, and patient's condition was good after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the 2cm peripheral cutting balloon catheter was returned attached to a boston scientific encore inflation unit. Positive pressure was applied to attempt to inflate the balloon and liquid was observed to be leaking from a balloon pinhole located at 3mm distal to the proximal marker band. The markerbands and blades and tip section of the device were visually examined, and no issues were noted with the markerbands, blades or tip of the device. All blades were present and fully bonded to the balloon material. A visual and tactile examination of the hypotube shaft found no issues with the shaft.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left hand shunt vessel. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was used for dilatation after crossing through the lesion. During the procedure, on the third inflation at nominal pressure of 6 atmospheres for 30 seconds, the balloon ruptured. The procedure was stopped, and the sheath was removed. After removing the device, there were no blade damages observed but a pinhole rupture was visible. The procedure was completed with a different device. No complications reported, and patient's condition was good after the procedure.